Event description:
Neo-tee t-piece resuscitator not working properly. Unable to get up to correct pressures, positive end-expiratory pressure (peep) and peak inspiratory pressure (pip); checked four different neo-tee t-piece devices. Other lot numbers are working fine. All faulty resuscitators were removed from neonate intensive care unit. Rta/manager will remove from distribution. Manufacturer response for ventilator, emergency, powered (resuscitator), neo-tee t-piece resuscitator (per site reporter). Waiting for their response.